Event description:
During sij fusion surgery a hardened area within the joint was noted during the second decortication. They forced the decorticator cutting element through the hardened area causing the tip of the element to break off within the joint. The surgeon did not attempt to retrieve the broken piece.